Event description:
It was reported that, after thr on (B)(6) 2009 a revision surgery with an irrigation and debridement has been performed on (B)(6) 2021 due to a suspected infection. Current health status of the patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision with irrigation and debridement was performed approximately 12 years post total hip arthroplasty due to ¿suspected infections¿. It was communicated that the requested clinical documentation and current patient status are not available. Although late onset infection post-prosthetic implantation (such as the reported occurrence at approximately 12 years) is rare, the occurrence usually is a result from hematogenous spread (secondary bacteremia due to infection from another site). In the absence of the requested medical documentation, clinical factors (and/or source of the infection) which could have contributed to the reported event could not be definitively concluded and a causal relationship could not be confirmed. The patient impact beyond the reported suspected (periprosthetic) infections and revision could not be determined. No further medical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 30 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as potential complications associated with total hip arthroplasty surgery, primary or revision. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Based on the clinical/medical evaluation conclusions, sterilization reviews were not performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H6: g code has been updated.